Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h11 visual examination of the provided pictures identified that one product is shorter than the other. The picture is not clear enough to see a fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 3.5mm inserter connector long cat# 14-441043. Lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 03028.

Event description:
It was reported that the inserter connector was found broken after a procedure. There was no known harm to the patient or foreign bodies retained. Attempts have been made and additional information on the reported event is unavailable at this time.